Event description:
During an esophagogastroduodenoscopy (egd), the physician used two instinct plus endoscopic clipping devices. The clipping devices were tested during prepping of procedure and all worked fine. It was reported that when attached to the tissue and deploying, the clip would not detach from the catheter [difficult to deploy]. Another was used and it worked as expected. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation. The products involved were returned in a biohazard bag. The product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. An empty pouch from the lot number said to be involved was also included in the return. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The cap covering the screw on the handle spool was missing on the returned device. A function test was attempted, in order to deploy the clip. With handle manipulation the clip deployed with a light tapping on the table, with slight resistance encountered during deployment. A visual examination of the distal end components, clip, coil catheter and catheter attachment showed no deformities or signs of damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. With handle manipulation the clip deployed with a light tapping on the table, with slight resistance encountered during deployment. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.